Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 66 mg/dl at the time of the call. The customer stated that they were working out and had the insulin pump in their bra before the button alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a missing end cap sticker, minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a broken reservoir tube lip.